Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 48 mg/dl at the time of the incident. The customer used food to treat. The customer experienced symptoms such as feeling grumpy. The customer was wearing the insulin pump during the incident. The customer was waking up and eating the same thing within the same time frames and their blood glucose could be 48 mg/dl or 300 mg/dl. The customer believes their pump was over delivering insulin due to fluctuating blood glucose levels. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, and infusion set will be returned for analysis.